Event description:
Bayer case number: (B)(4). Migration of the essure device [device migration] . Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure inserted. The patient had a medical history of spontaneous abortion, parity 2 and multi gravida. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, removal of r essure, hysteroscopy). Essure was removed on (B)(6) 2023. At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] (date unknown): revealed normal cervix. Uterine cavity with appearance of previous ablation with synechiae. Unable to visualize either cornua, no essure visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jan-2025: process with initial. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Migration of the essure device [device migration]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure inserted. The patient had a medical history of spontaneous abortion, parity 2 and multi gravida. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, removal of essure, hysteroscopy). Essure was removed on (B)(6)2023. At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] (date unknown): revealed normal cervix. Uterine cavity with appearance of previous ablation with synechiae. Unable to visualize either cornua, no essure visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.